Event description:
A complaint was received regarding a tego¿ connector that experienced breakage. Reported problem: in home dialysis unable to irrigate catheter due to membrane being broken; he explained that, seems the problem was noted on other patients from this dialysis region, including home dialysis patients who install tego themselves (nurse educator for home dialysis mentioned patients have been having some similar tego failures lately, but had not made the connection to in-center issues). The decontamination performed was disinfectant wipe. The defect was detected prior to use, there was no blood loss (considered clinically significant), no serious injury or property damage, no medical or surgical intervention was required, the patient returned to baseline, the device was replaced with no further problems. The competent authority was not notified there was no sample available to return for testing. There was patient involvement and no patient harm.

Manufacturer narrative:
Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
Three used tego¿ connectors and one new, 10ml syringe bd were returned for evaluation. As received a seal collapsed in all the 3 samples was observed, but no damage on any thread post. It was not possible to flush any of the samples. The male luer of the returned syringe was measured and this met the iso specifications. The probable cause of no flow / can't prime is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Lot history review was performed and no discrepancies, anomalies or nonconformances were identified that might be related with the condition reported by the customer. Corrective and preventative actions are in process.